Manufacturer narrative:
Unit received with intermittent act button. Unable to determine the root cause of intermittent buttons due to pump preservation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08750 inches. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Data analysis: there is no data listed for the dated of (B)(6) 2018 due to pump received without battery installed.

Event description:
It was reported that the customer passed away at home. The cause of death was alzheimer's, dementia, and a brain tumor. The caller stated that the customer had a brain tumor that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer's body was shutting down. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump was received with intermittent act button response.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.